Event description:
It was reported this right atrial lead exhibited oversensing and noise. It was believed that this lead was subject to a subclavian crush. As such a lead fracture was suspected. A revision procedure was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to return for analysis.